Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate therapy due to ventricular fibrillation therapy assurance feature (vfta). No intervention was performed. Patient was stable.

Manufacturer narrative:
The complaint of inappropriate high voltage therapy due to triggering of the ventricular fibrillation therapy assurance feature was confirmed. This event was due to unfortunate timing of two smaller events. The device performed per specifications.